Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system drawer 08 jammed after trying to issue medication. The customer reported issue occurred when dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 8 was difficult to open due to a loose cubie in drawer 9, which caused interference by pushing against drawer 8. Additionally, drawer 4 was found to be hard to open and close due to a loose screw on the right slide rail. A field service engineer reinserted the loose cubie in drawer 9 and tightened the screw on drawer 4 slide rail to resolve. The system functioned as intended after the field service engineer repaired the device.